Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a unknown size unknown saline implant and was presented with left side breast implant deflation. The patient underwent bilateral explantation and replacement with catalog number 3501685; serial number (B)(4) on the left side and with catalog number 3501685; serial number (B)(4) on (B)(6) 2017.